Manufacturer narrative:
This report is submitted on march 30, 2020.

Event description:
Per the clinic, the patient experienced pain (not specified). The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted on may 1, 2020.